Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), approximately 5 years and 10 month post implant of a 29mm sapien 3 valve in the mitral position via transvenous approach, the patient now presented with stenosis. A 26mm sapien 3 ultra vavle was placed inside the 29mm s3 valve. The patient previously had a 29mm epic smvr. The 29mm epic failed and a the patient underwent a 29mm s3 tmvr valve in valve procedure. Medical record review was unable to confirm that stenosis was the reason for valve in valve (viviv) with 26mm s3u inside a 29mm s3 in the mitral position, approximately 5 years and 11 months after there was a viv with a 29mm s3 in a surgical valve in the mitral position. There are some indications from the transesophageal echocardiogram (tte) report that the patient had an increased mean gradient of 8mmhg, which could indicate moderate stenosis, but that does not corroborate that the cause of the mitral valve requiring intervention was due to stenosis of the bioprosthetic valve. Medical records indicated that the patient is still in the hospital.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. It should be noted that this was an off-label operation as the valve was implanted in mitral position and inside a valve-in-surgical valve configuration. The sapien 3 valve (s3) with the commander delivery system (ds) was indicated for native aortic valve replacement at the time of implant. The IFU and training manuals in this section are for a transfemoral (tf) procedure in the aortic position for relevant guidance for an s3 implant using a commander ds. Based on this review, no IFU training deficiencies were identified. Valve-in-valve (viv) mitral valve replacement using the sapien 3 (s3) with the commander delivery system (ds) is not an indicated use at the time of implant. The risk management file captures risks for indicated device use only. The review of the risk management file is complete. The complaint for increased gradients was confirmed based on medical record provided for evaluation. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 5 years and 10-month post implant of a 29mm sapien 3 valve in the mitral position via transvenous approach, the patient now presented with stenosis" and "medical record review was unable to confirm that stenosis was the reason for viviv with 26mm s3u inside a 29mm s3 in the mitral position, approximately 5 years and 11 months after there was a viv with a 29mm s3 in a surgical valve in the mitral position. There are some indications from the tte report that the patient had an increased mean gradient of 11mmhg, which could indicate moderate stenosis, but that does not corroborate that the cause of the mitral valve requiring intervention was due to stenosis of the bioprosthetic valve." Based on the limited information provided, the root cause for the valve degeneration post valve implant could not be determined but may be related to the patient's comorbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.